Event description:
Abbott diabetes care received a medwatch report which reported the following information: a glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified readings "that vary 40 mg/dl at times and a more usual 10 to 30 mg/dl difference" on the adc device compared to readings obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully, and there was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as the reporter indicated that the device was discarded. A valid serial number has not been provided, therefore no DHR review is possible. In the absence of a returned product, an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. . The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.